Event description:
After placing an ogt [orogastric tube] for gastric decompression, the ogt was verified with a kub [kidney, ureter, and bladder x-ray] and then hooked up to suction and whistling was noted, and the suction was not working. Upon inspection of the tube, the opening between the clear part of the tube and the pigtail was torn in two places, causing the air from the suction to pull through the hole in the torn tube rather than from the pt's (patient's) stomach. The tube had to be removed, replaced, and re-verified.